Event description:
Zhao, b., wang, c., liang, w., zhao, z., <(>&<)> mang, j. (2025). Economic and efficient: introducing the bifurcation-invisible sign in endovascular thrombectomy for middle cerebral artery occlusions. Cerebrovascular diseases (basel, switzerland), 54(5), 664¿673. Https://doi.org/10.1159/000542388 literature was reviewed regarding the use of the bifurcation-invisible (bi) angiographic sign to guide first-line thrombectomy strategy in patients with acute large-vessel occlusion stroke. Multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: solitaire fr and solitaire ab stent retrievers; navien intermediate catheter; react 68 and react 71 aspiration catheters. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were not noted but there were 67 deaths in the entire patient population. Among all medtronic device patients, adverse events / device product performance issues included: symptomatic intracerebral hemorrhage, poor functional outcomes (patients that did not have a 90-day modified rankin scale scores 0¿2). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Literature article is included in the attachments. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of online publication of the article as the event dates were not provided in the published literature. G.4. PMA code missing as device model and lot is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.